Event description:
Ff/emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed motion detected and would not analyze the pt's rhythm even though no one was touching the pt and the pt was still. An als team arrived at the scene "almost immediately" and took over with a manual defibrillator and transported the pt to the hospital. Pt outcome is unknown but there were no reports of any adverse affects as a result of the alleged malfunction. Later, according to the reporter, after the pt event record was downloaded from the device and evaluated, internal pacer spikes were observed on the pt's ECG and determined to be the cause of the motion alarms.